Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400-499 mg/dl and ketones; the customer received an incomplete bolus alert as they had not completed a bolus request. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.